Event description:
It was reported during an angioplasty procedure at left brachycephalic fistula, the balloon allegedly ruptured. It was further reported that the balloon was allegedly difficult to be removed. The procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one conquest 40 pta dilatation catheter has been received for the evaluation. On the visual evaluation, the device was noted to have the blood residues and no other anomalies were noted to the device. On the functional evaluation, the guidewire lumen was flushed and an inhouse guidewire was able to be inserted without any issues. The introducer sheath was flushed and the device was not fully loaded onto the sheath. On further, the balloon was inflated using an inhouse presto inflation device and the water was noted to be leaking from the balloon upon inflation. Then the balloon fibers were stripped off and a longitudinal was noted under the microscopic observation. Therefore the investigation for the reported balloon rupture was confirmed, as the longitudinal rupture was noted on the balloon under the microscopic observation. The investigation for the reported difficult to remove remains inconclusive, as functional testing could not be formed due to the device unable to load into the in-house sheath. The investigation for the identified difficult to insert was confirmed, as the balloon was unable to be loaded onto the in-house sheath. A definitive root cause for the balloon rupture, difficult to remove and the identified difficult to insert could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 03/2022), g3, h6 (device). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 03/2022).

Event description:
It was reported during an angioplasty procedure at left brachycephalic fistula, the balloon allegedly ruptured. It was further reported the balloon was allegedly difficult to be removed. The procedure was completed by using another device. There was no reported patient injury.

Event description:
It was reported during an angioplasty procedure at left brachycephalic fistula, the balloon allegedly ruptured. It was further reported that the balloon was allegedly difficult to be removed. The procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one conquest 40 pta dilatation catheter has been received for the evaluation. On the visual evaluation, the device was noted to have the blood residues and no other anomalies were noted to the device. On the functional evaluation, the guidewire lumen was flushed and an inhouse guidewire was able to be inserted without any issues. The introducer sheath was flushed and the device was not fully loaded onto the sheath. On further, the balloon was inflated using an inhouse presto inflation device and the water was noted to be leaking from the balloon upon inflation. Then the balloon fibers were stripped off and a longitudinal was noted under the microscopic observation. Therefore the investigation for the reported balloon rupture was confirmed, as the longitudinal rupture was noted on the balloon under the microscopic observation. The investigation for the reported difficult to remove remains inconclusive, as functional testing could not be formed due to the device unable to load into the in-house sheath. The investigation for the identified difficult to insert was confirmed, as the balloon was unable to be loaded onto the in-house sheath. A definitive root cause for the balloon rupture, difficult to remove and the identified difficult to insert could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 03/2022), g3, h6 (method). H11: h6 (result, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.